Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2013. Medical product: unknown tibial tray, cat#: unknown lot#: unknown. Unknown bearing, cat#: unknown lot#: unknown. Initial reporter: bernard struelens, steven claes, johan bellemans ¿spacer-related problems in two-stage revision knee arthroplasty¿ acta orthop. Belg., 2013, 79, 422-426. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07449. 0001825034-2017-07450.

Event description:
It was reported in a journal article that there were four cases of femoral and tibial component tilting. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Update: investigation results concluded that the reported event was due to user error/off-label use as it was mentioned that no cement was used to attach the spacer components to the femoral or tibial bone surface.